Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's mother stated that she also had a battery out limit alarm. Customer's mother left the battery out to try and clear out the alarm. Customer's mother tried to press the esc and act buttons, but it would not clear. It was explained that a battery out limit alarm during normal use may indicate a loose battery cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.